Event description:
The manufacturer received information from a customer that he believed he had experienced skin discoloration to an area on his forehead after coming in contact with gel material that reportedly leaked from a comfort classic nasal mask.

Manufacturer narrative:
The patient forwarded a copy of a report from his dermatologist to the manufacturer on (B)(6), 2011 in response to a request for information. The dermatologist's reports described "inflammation" and "dropping of pigment in the dermis" confirmed by a skin biopsy. The treatment described in the dermatology report was that "hypo-pigmented lesions of this type may be treated with topical corticosteroids and, over time, partial or complete re-pigmentation may be obtained." The report from the dermatologist represents the first medical information indicating the loss of pigmentation might be related to the contact with the mask's gel material. The manufacturer has contacted the customer to request return of the mask for evaluation multiple times. The customer declined to return the product but has provided a photograph of the mask and a photograph of the area of the patient's face where the loss of pigmentation has occurred. The lot number and product numbers listed in this report are based on the photograph of the mask. Due to the angle of the photograph of the mask, it is not possible to observe the alleged damage to the forehead gel spacer. The manufacturer conducted a search of its complaint handling system and determined that no similar incidents of hypo-pigmentation while using the comfort classic mask have been reported. Product labeling included with each mask (instructions for use, comfort classic nasal mask, pn 1067731, released - (B)(4) 2010) states the user is to inspect the mask for damage or wear (cracking, crazing, tears, cushion damage resulting in gel exposure, etc.) And discard any components as necessary. The user is also instructed to inspect the mask and replace it if the cushion has hardened or torn, or if any parts are broken. Further, if skin redness, irritation, or discomfort is experienced, the user is instructed to discontinue use of the mask and contact a healthcare professional. Prolonged use of any mask may compromise the ability of the device to seal appropriately against the patient's face. Patients typically compensate for leaks by over-tightening the mask, increasing the mechanical stress on the components of the device. To prevent mask leaks due to prolonged use, device labeling informs users, "even by following these tips, the natural oils on your face will interact with the mask, and over time, the mask will lose its seal. As an informed healthcare consumer, you should be aware of the mask replacement benefits under your healthcare plan. For specific information on your mask replacement guidelines, call the customer service phone number listed on your insurance card. "(Comfort classic replacement reminder insert, pn 1022903). The lot number of the mask provided via written correspondence and photo indicates the mask was manufactured in 2006. The customer did not contact his provider until 2010 for a replacement. All air pathway and patient contact materials in the comfort classic are assessed to (B)(4). This approach is consistent with the requirements specified in iso (B)(4). The end result being that respironics processes ensure that the devices are designed and developed shall be safe and effective for their intended use. The manufacturer's investigation is ongoing. A follow up report will be filed upon completion of the investigation.